Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and failed specifications for rotation, run noise, leak, cut, and current draw. Quality personnel then investigated the attachment. Maximum temperature for the attachment did not exceed requirements. Free run testing for 30 seconds resulted in a maximum temperature of 26.6 c free run testing for 3 minutes resulted in a maximum temperature of 32.2 c load testing attachment for 3 minutes resulted in a maximum temperature of 32.7 c. As the attachment did not overheat during testing we are unable to determine the exact cause of the overheating. During examination after disassembly, interior cap exhibited a slight amount of debris. Head tail, tail, set and main drive dog gear assemblies all exhibited slight to moderate wear and/or debris and/or corrosion. It is possible that the lack of lubrication on the internal components listed above may have caused friction and as a result, an acceleration of wear for components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This combination of events could have caused the heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.